Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was replaced because it died in 2017. The caller was an MRI tech and did not have additional information about the revision. Troubleshooting was not required. There were no patient complications reported as a result of this event.